Manufacturer narrative:
The pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm. The pump functioned properly. The reservoir units were left matched properly with units left on the status scree. The pump was received with cracked case on the display window corners, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 25mg/dl. The customer's most current level was 156mg/dl. The customer treated with glucose gel. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.